Event description:
A customer reported they observed a crack in their freestyle navigator transmitter battery compartment. It has been determined that some freestyle navigator transmitters could potentially exhibit a crack/fracture on the plastic housing near the battery compartment, which could potentially allow moisture to come in contact with the transmitter's internal electronics, potentially causing the transmitter and the receiver to lose connection interrupting the continuous glucose results. Although unlikely, moisture entering the transmitter has the potential to generate inaccurate results only with the continuous glucose readings. The built-in freestyle glucose meter is not impacted by this issue and the user can continue to use the built-in meter. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be sent once investigation results are available. (B)(4).

Manufacturer narrative:
The returned transmitter was visually inspected and confirmed to have cracks in the thermistor area. Leak testing was also performed to determine if the cracks allow for moisture penetration. The returned transmitter failed leak testing. Remedial action (B)(4) was reported to the (B)(4) district office on 14 apr 2009. This is a final report.

Manufacturer narrative:
The "date received by manufacturer" on follow-up #1 report should have reflected the date of (B)(6) 2010. As per the arrangements discussed with the (B)(4)...

Event description:
A customer contacted beckman coulter inc., (bci) regarding multiple erroneously elevated troponin (accutni) results, above the ami cut-off, generated by the access 2 immunoassay system for several patients. Repeat testing on an alternate methodology produced a discordant result in a different clinical category for one patient. The erroneous results were not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.